Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The device was successfully implanted after 1 partial recapture. The patient did not experience any problems during the procedure and no effusion was noted at the end of the case. The patient was brought back to the lab at 9pm and was tapped for pericardial effusion. Approximately 500ml of fluid was removed and drain left in place overnight. There was no further accumulation of fluid on echocardiogram the following morning and drain was pulled that afternoon. Another echocardiogram was performed at 5pm with no change. The patient remained in great condition and scheduled to be discharged the following day.